Manufacturer narrative:
Eval results: visual inspection of the lens showed evidence fo surgical residue. The optic was torn and one haptic was torn off missing.

Event description:
The surgeon implanted a silicone lens model aq2010v and the haptic broke during insertion. The lens was removed without pt injury. An msi-tm injector and an aq cartridge were used during the surgery. The lot #s are unk.